Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A caller stated he was speaking to a coworker's girlfriend and they had reported a lead issue. The caller stated the patient said they had to go in and clean the lead. The caller noted that had surgery to clean the lead. The indication for use is unknown.